Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver would not turn on, therefore, functional testing could not be performed. The case was opened for further evaluation. An interior inspection found the moisture detection sticker was activated. Due to moisture damage, the reported event of a loss of connection could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available.